Manufacturer narrative:
Additional information: section b7; section h6; section h10. The sapien 3 ultra valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the reported valve thrombosis and calcification could not be determined. Investigation results suggest patient factors may have contributed to the thrombosis and calcification of the implanted valve and the subsequent placement of a second valve. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported, 2 years and 8 months post implant of a 26mm sapien 3 valve in the pulmonic position, the patient presented with fatigue and dyspnea on exertion. CT evaluation of the implanted valve demonstrated severe pulmonary stenosis (ps) with severe central pulmonary regurgitation (pr), and thrombotic degeneration of the valve leaflets. It was reported that the stenosis was due to thrombosis and calcification. The decision was made to repeat the stenting of the rv-pa conduit and implant a new valve. A 23mm sapien 3 ultra valve was implanted in the existing sapien 3 valve during a valve in valve (viv) procedure. At the time of the report, the patient was in stable condition. As reported, 48 hours post viv, the patient stated they felt amazing.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted.